Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility clinical manager reported that a minor blood leak alarm occurred during a patient¿s hemodialysis (hd) treatment. There was a leak noted in the dialyzer fibers. There was no effluent noticed to have leaked. Blood leak test strips were used and tested negative for the presence of blood. The patient¿s blood was not returned. The patient was started on a new treatment with a new setup. The machine was pulled from service. The patient did not experience any symptoms related to the reported event. Additional information was requested, however to date has not been received.